Event description:
User reports the tip broke off and remained in the trach/patient after removal. All stylets have been removed from the facility due* to the concern of this happening again. Patient harm reported, serious injury but no details available. Patient was transferred to* this facility with the trach and stylet tip already in place. Stylet tip issue did not originate at this facility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).